Event description:
It was reported by a purchasing agent that during a laparoscopic cholecystectomy the 511s o-ring fell into the pt's abdomen. It was retrieved with a grasper. The trocar was from an ftr72 kit. The rep was notified to gather further info. There was no consequence to the pt.